Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered painful sexual intercourse, overactive bladder, prolapsed bladder, and infections. No further information has been provided.